Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the machine was continuously shutting down. The customer had rebooted the system, but they were still unable to access any of the normal screens or log in. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station stuck on a blue screen. A technical support specialist tss verified that the maintenance and data synchronization services were running, confirmed that the station resources were healthy, and found no battery failures or recent critical kernel events in the event viewer logs. Errors were identified in the maintenance logs indicating that the station database could not be launched, although the station purge was running without issues. The event viewer showed that the system had rebooted without a clean shutdown, likely because the system became unresponsive, crashed, or lost power unexpectedly. The tss reviewed pending windows updates, rebooted the station, confirmed that the windows updates completed successfully, launched ssms to verify that the database size was normal at under 1gb, and confirmed that the station application was running with no further issues. The system functioned as intended after the technical support specialist troubleshot the device.